Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that surgery was delayed for 45 minutes due to the stem of a reamer breaking.